Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an unknown error code appeared on the processor during a bronchoscopy involving an olympus ultrasonic bronchofibervideoscope. The procedure was completed with a similar device, with a reported 30 minute delay. There was no patient injury reported.